Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmissions, it was noted that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. No intervention was performed. The clinic will continue to monitor the patient remotely. The patient was in stable condition.